Event description:
When exiting the operating room, the operator pulled the c-arm over some cables that were on the floor of the room. Operator was pulling on the front steering yoke instead of pushing the system forward using the system handles. The steering yoke broke causing operator to fall. Operator's right hand ring finger was caught and the back was jarred. No long-term injuries were sustained.